Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a cable failure was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a disconnection was noted hd camera head. During a standard service inspection of the customer returned device, a cable failure was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.